Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was unavailable. Additional information has been requested, including the lot number. Should it become available a supplemental report will be submitted. Implanted in patient (B)(6) 2013.

Event description:
The procedure was superior mesenteric artery stenting. The physician attempted to advance the paramount 5x18x80 stent through a 6fr. Guide catheter into the sma vessel. The stent became dislodged from the proximal balloon catheter. The physician pulled the stent into the iliac artery and expanded the stent in that vessel.